Event description:
Boston scientific rec'd information that this right ventricular dextrus lead was exhibiting no capture despite maximum device outputs and impedance measurements less than 200 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse pt effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.